Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shocks at episodes that appear to be atrial driven, therefore therapy would be inappropriate. The ICD recorded an atrial arrhythmia on presenting and stored intracardiac electrogram. The patient reported feeling shortness of breath and light headed. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.